Event description:
Patient presented with gradually worsening discomfort and became progressively more unstable. It was found that patient had evidence of bone formation along the medial aspect of the femoral stem and the lateral aspect of the tibial stem. This suggested that there was been loosening and subsidence of the implant.